Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted because the pump stopped working after a few weeks. The pump bulb was hard and it was not possible to compress. The issue first occurred after a few weeks of the patient using the device at home with no intercourse. It is not known exactly how many times the patient used the device. The initial squeeze to operate the pump was quick and firm as instructed to do. After the device issues were identified, repeated attempts were made to activate and deactivate the device by holding the pump in different positions with no success. During the surgery, after the pump was removed from it's scarring, everything worked again. A new ipp pump was implanted.

Manufacturer narrative:
A DHR review found that the device met all specifications. The momentary squeeze pump was visually inspected and functionally tested. No leaks were found; the pump performed within specification. Product analysis was unable to confirm the reported events related to mechanical issues and scar tissue (cicatrix). The cylinders performed within specifications. Product analysis was unable to confirm the reported events related to mechanical issues and scar tissue (cicatrix). Based on this investigation, an evaluation conclusion code of known inherent risk of device was assigned to this event as cicatrix is included in the product labeling.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted because the pump stopped working after a few weeks. The pump bulb was hard and it was not possible to compress. The issue first occurred after a few weeks of the patient using the device at home with no intercourse. It is not known exactly how many times the patient used the device. The initial squeeze to operate the pump was quick and firm as instructed to do. After the device issues were identified, repeated attempts were made to activate and deactivate the device by holding the pump in different positions with no success. During the surgery, after the pump was removed from it's scarring, everything worked again. A new ipp pump was implanted.